Manufacturer narrative:
During inspection and testing, service suspected the plastic foreign material found in the air/water nozzle and the white residue found in the j-channel were due to insufficient cleaning of the device. In addition, service found the air/water cylinder was discolored, the suction cylinder was discolored, the insulation resistance value at the distal end was out of specification due to a cracked plastic distal end cover, the water flow was insufficient due to a damaged air/water nozzle, the water removal ability was out of specification due to the clogged air/water nozzle, the suction volume was out of specification due to a damaged suction channel, the objective lens was scratched, the adhesive on the bending section cover was detached, and the universal cord was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, the air flow of the subject device was insufficient. This resulted in the procedure taking longer than usual. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water nozzle was clogged with plastic foreign material, and there was white residue in the j-channel. This report is being submitted for the malfunctions found during evaluation of the device (foreign material in air/water nozzle and j-channel). Additional details were requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information was received from the customer which noted the reported event (air flow of the subject device was insufficient) occurred during the gastroscopy examination. Additionally, it was reported that during manual pre-cleaning, the canal was tight when it was flushed. The intended procedure was not completed as there was not a full view of the stomach. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (nozzle clogged with foreign material) was due to the foreign material not being removed during reprocessing. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿operation manual_ preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function.¿ additionally, the following is included in the reprocessing manual: ¿reprocessing manual_ precleaning the endoscope and accessories_ preparation: flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surface: immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution.¿ additionally, based on the results of the investigation, it¿s likely the white residue in the auxiliary water channel was due to the device not being reprocessed correctly. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿operation manual_ inspection of the endoscopic system. Inspection of the auxiliary water feeding function.¿ the following is included in the reprocessing manual:¿ reprocessing manual_ reprocessing the endoscope: precleaning the endoscope and accessories_ flush the auxiliary water channel manually cleaning the endoscope and accessories flush the auxiliary water channel with detergent solution. Remove detergent solution from all channels.¿ investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor field performance for this device.